Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device "unable to do ECG". The device was reported as being available for clinical use at the time of the event but there was no adverse patient impact.